Event description:
It was reported that during a cryo ablation procedure, blood was observed in the endotracheal (et) tube during an ablation to the right superior pulmonary vein (rspv). The procedure was stopped and a bronchoscope revealed blood and a clot in right bronchus. Heparin was reversed and the clot was suctioned out. It was further reported that the patient experienced a perforation to the right bronchus. The patient was transported to the intensive care unit (ICU) for overnight stay and was discharged the next day. The procedure was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: data files were returned and analyzed. Data files showed that 8 applications occurred on the date of the event. In conclusion: data files showed that the console was controlling the pressure and flow properly without issues on the date of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.